Event description:
It was reported that the pump was alarming "no disposable pump will not run" and they powered it off. They closed the clamp on tubing, and the cassette was removed. They gently tap the bottom of the cassette on a hard surface and massage tubing to release any air bubbles present in the tubing. The cassette was reattached, tubing unclamped, pump powered on, reviewed pump settings, and alarm persisted. A continuous infusion rate of 1.2 ml per hour had been programmed, with a total reservoir volume of 42.7 ml and a given volume of 10.7 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed ¿no disposable clamp tubing¿ for the second time that night. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.